Manufacturer narrative:
(B)(4). Investigation results: analysis of the returned rx cytology brush revealed that residues were found which indicate use and handling. The brush was received in retracted position and the working length was bent in multiple locations throughout. Further evaluation noted that the handle was not broken however, the device was received disassembled at the handle part; the pull wire had been kinked at the hypotube joint and one of the braided pull wires was broken at the same location. Functional analysis showed that the device could not be reassembled and due to this condition, the brush failed to be extended. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the brush failed to extend out of the catheter. When the device was manipulated, it was noted that the wire next to the orange thumb ring was broken. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire broken.